Event description:
Healthcare professional reported "rupture". This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on november 03, 2025, with lot number 2218998. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: : observed multiple openings through microscopic inspection 1 opening assessed as surgical damage and 1 opening assessed as unidentified (tear) opening also observed broken device assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2218998 and the event of a0412 material rupture. (B)(4): lab analysis was completed, and after inspection no workmanships were detected. The search criteria of these queries are mentioned on (B)(4) rev: 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for right side. The device was explanted and replaced.